Event description:
The customer reported that an 840 ventilator had an erratic graphic user interface (gui) display. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and recommended that the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) be replaced. The customer declined the replacement of the gui cpu. Covidien was not authorized to repair the device.

Manufacturer narrative:
(B)(4).